Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of a minicap transfer set which resulted in a leak. The event was further described as ¿the patient valve was completely detached from the line and the bed was found wet." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the customer returned a sample with product code 5c4482 with only the patient adapter and tubing for evaluation. A visual inspection was performed and the tubing was observed separated from the twist clamp. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. The reported condition was verified. The cause of the condition was undetermined; however, the assembly between the patient adapter and the tubing or bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.